Event description:
It was reported that the patient's leads migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.